Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that the coil detached in the catheter with the distal part dislodged on the vessel and snare was used to retrieve it. The target lesion was located in the severely tortuous internal iliac artery. An 8mm x 40cm interlock¿-35 was selected for use. During the procedure, a first interlock¿-35 coil was deployed successfully. Then, a 10mm x 40cm interlock¿-35 was used; however, it was noted that the coil failed to deploy because it became stuck in the imager catheter. The 8mm x 40cm interlock¿-35 was then used; however, it also could not be deployed because the coil was detached in the catheter and about 10cm of the distal part was dislodged in the vessel. Furthermore, the proximal part of this coil was pulled out with the imager catheter, and the dislodged distal part was successfully removed by snaring. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The delivery wire and introducer sheath were not returned for this complaint. The coil was returned inside a non bsc catheter. The coil was inspected and it was found stretched and kinked. The coil was able to be removed from the catheter without issue. Microscopic inspection of the coil zap tip and surface observed no issue; however, the interlocking arm of the coil was detached and not returned. Dimensional inspection of the main coil noted the number of the distal and proximal fiber bundles were below specification. In addition, outer diameter of the zap tip and primary coil were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The interlock .035 was used with angiographic catheter (cook). The dfu states:" the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.." (B)(4).

Event description:
It was reported that the coil detached in the catheter with the distal part dislodged on the vessel and snare was used to retrieve it. The target lesion was located in the severely tortuous internal iliac artery. An 8mm x 40cm interlock¿-35 was selected for use. During the procedure, a first interlock¿-35 coil was deployed successfully. Then, a 10mm x 40cm interlock¿-35 was used; however, it was noted that the coil failed to deploy because it became stuck in the imager catheter. The 8mm x 40cm interlock¿-35 was then used; however, it also could not be deployed because the coil was detached in the catheter and about 10cm of the distal part was dislodged in the vessel. Furthermore, the proximal part of this coil was pulled out with the imager catheter, and the dislodged distal part was successfully removed by snaring. The procedure was completed with a different device. No further patient complications were reported.